Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The pump was unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the clear o-ring where the reservoir entered is damaged. The insulin pump was not dropped or bumped. The customer's blood glucose reading was 17.5 mmol/l. The insulin pump was returned for analysis.